Event description:
Replacing ssd the system would prompt him "no signal". The representative (rep) checked all connections to monitor and issue persisted. The rep tried the "old" ssd and a flashing cursor came up on the screen. Technical services (ts) walked the rep through the linux ubuntu grub menu recovery mode instructions but when the rep selected recovery mode he would get a line of scripts all stating "no directory found". The rep tried recovery mode twice with older ssd. The rep then tried the 2.0.1 hard drive and faced the same problem. The rep also tried the 2.0.2 ssd and was not given a flashing cursor but system would shut off then show "signal not detected".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID: 9735823, lot #: unknown, ubd: unknown, UDI #: unknown product ID: 9736036, lot #: 2113h00057, ubd: unknown, UDI #: unknown h2, h3, h6: a medtronic representative visited the to evaluate the equipment. The computer was replaced. Codes b01, c13, and d02 are applicable. The returned computer was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-(B)(6) (rep): medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when attempting to get debug logs, the system became unresponsive. Debug logs were requested under a related event, but when the local representative (cc) enabled debug logs and tried to log out of stealthuser to go into stealthadmin to do the network configuration, the system went unresponsive. There was no patient involved. Omitted: this event is related to case (B)(6)2021-(B)(6) interface: replacing ssd the system would prompt him "no signal". The representative (rep) checked all connections to monitor and issue persisted. The rep tried the "old" ssd and a flashing cursor came up on the screen. Technical services (ts) walked the rep through the linux ubuntu grub menu recovery mode instructions but when the rep selected recovery mode he would get a line of scripts all stating "no directory found". The rep tried recovery mode twice with older ssd. The rep then tried the 2.0.1 hard driveand faced the same problem. The rep also tried the 2.0.2 ssd and was not given a flashing cursor but system would shut off then show "signal not detected". 2021-(B)(6) e1 (rep): additional information was received. It was clarified one computer was returned and hdmi cabling replacement r esolved the signal not detected issue.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when attempting to get debug logs, the system became unresponsive. Debug logs were requested under a related event, but when the local representative (cc) enabled debug logs and tried to log out of stealthuser to go into stealthadmin to do the network configuration, the system went unresponsive. There was no patient involved.